Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was protruding from the skin, causing pain and discomfort at their ipg site. In turn, the patient underwent surgical intervention wherein the patient's ipg was explanted and replaced. Reportedly, the issue has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.